Manufacturer narrative:
E1: name: medtronic mini med country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient faced infusion set leakage event on (B)(6) 2026, since infusion set leaks at tubing and patient reported high blood glucose and got treated with insulin pump.